Manufacturer narrative:
The customer reported an increase in pressure injuries with use of the progressa bed. No device malfunction was reported. The patient associated with the reported bed (serial number (B)(6)) was admitted on (B)(6) 2023 and declared a buttock pressure sore ¿d.¿ on (B)(6) 2023, the pressure sore was considered stage 2. Information including treatment provided, patient medical history, accessory devices utilized, and the institution¿s positioning protocol were not provided. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Additionally, the instructions for use (IFU) states the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. A stage 2 pressure injury is characterized by partial-thickness skin loss no deeper than the dermis and can include intact or ruptured blisters. A stage 2 pressure injury can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean. A stage 2 pressure injury is considered a moderate injury and does not meet the definition of a serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. At this time, an inspection of the device is pending, and a device malfunction cannot be ruled out. If any additional relevant details are received, the complaint will be reassessed. Clinical evaluation update (B)(6) 2023. An inspection of the progressa bed performed by hillrom found no malfunction. The bed functioned as designed.

Event description:
The customer reported an increase in pressure injuries with use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
The customer reported an increase in pressure injuries with use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported an increase in pressure injuries with use of the progressa bed. No device malfunction was reported. The patient associated with the reported bed (serial number (B)(6)) was admitted on (B)(6) 2023 and declared a buttock pressure sore ¿d.¿ on (B)(6) 2023, the pressure sore was considered stage 2. Information including treatment provided, patient medical history, accessory devices utilized, and the institution¿s positioning protocol were not provided. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Additionally, the instructions for use (IFU) states the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. A stage 2 pressure injury is characterized by partial-thickness skin loss no deeper than the dermis and can include intact or ruptured blisters. A stage 2 pressure injury can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean. A stage 2 pressure injury is considered a moderate injury and does not meet the definition of a serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. At this time, an inspection of the device is pending, and a device malfunction cannot be ruled out. If any additional relevant details are received, the complaint will be reassessed.